Manufacturer narrative:
E1: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experience that mom is calling that her daughter went to hospital and blood glucose is high using the pump and the value is 378 mg/dl. The time and date of hospitalization occur on (B)(6) 2024 at 6:10 am and length of hospitalization is almost 2 days when admitted to hospital 1148 mg/dl. The mother indicate symptoms at the time of hospitalization is feeling sick/unwell tired. The customer also results for positive test for ketones and result is extra-large ketones. No further information available.